Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 200 mg/dl. It was also stated that the insulin pump alarmed button error even though the buttons were not being pressed for more than three minutes. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.